Manufacturer narrative:
Additional information: h3, h4, h6, h11. H11: the actual device was not available; however, photographs of the sample were provided for evaluation. Visual inspection of the photos showed a blood-filled chamber with a white particle inside that appeared to be characteristic of the fiber bundle. Visual inspection of retention samples did not identify any abnormalities that could have contributed to the reported condition. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the condition was not determined as no further or actual sample testing could be performed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a "foreign object" was observed in a blood line cartridge chamber during hemodialysis therapy with a theranova 400. The particulate matter was suspected to have originated from an unspecified location of the dialyzer, and appeared to be membrane fiber. There was no report of patient injury or medical intervention associated with this event. No additional information is available.